Manufacturer narrative:
The device was returned for analysis due to advisory. Device was received with normal device characteristics. Visual inspection did not find any anomaly on the header. Analysis of device image indicated that the device was within normal range of operation. Further analysis performed did not find any anomalies, with battery voltage above eri level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device is performed. The patient was discharged.